Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd nexiva, unable to remove needle. The following information was provided by the initial reporter: upon the cannula going into the patient, the nurse was unable to remove the introducer (metal needle).

Manufacturer narrative:
Current control there is functional inspection for activation test for every batch. As there is no abnormality during the production run and no photo/samples were returned for investigation. No root cause could be established for this reported. Complaint received for this device and reported condition will continue to be tracked and trended.

Event description:
Upon the cannula going into the patient, the nurse was unable to remove the introducer (metal needle). Confirmation of a product fault/failing.